Event description:
It was reported the patient experienced withdrawal form a pump motor stall. The event logs showed that at least 10 motor stalls and motor stall recoveries had occurred since (B)(6) 2014. The pump was replaced (B)(6) 2014. The event severity was noted as ¿mild (does not interfere in a significant manner with the subject¿s normal functioning level).¿ however, the event resulted in in-patient hospitalization and the pump was explanted/replaced. The event resolved without sequelae on the replacement date. The system was being used to deliver bupivacaine, baclofen (noted as compounded), clonidine, and fentanyl. Additional information has been requested concerning the cause of the motor stalls and the date of onset of the reported withdrawal. A supplemental report will be submitted if new information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the cause of the motor stall was unknown.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the event resulted in a serious deterioration in the health of the patient and resulted in prolonged hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found a pump motor feedthru anomaly of shorting across the insulator.